Event description:
It was reported that the user¿s glucose ran low after the ilet algorithm maladapted due to inconsistent meal announcements, forgotten announcements, and incorrect meal size entries. The user was guided through a factory reset and advised to wait for the first sensor reading to re-enter weight and resume automated dosing. Symptoms included hypoglycemia with blood glucose levels in the 50s. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect meal announcement procedure, with relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.